Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer was also reported a crack on battery tube side. The customer reported blood glucose value of 94 mg/dl and sensor glucose value of 63 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040b, mmt-342g, mmt-1884l, mmt-431ag. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Troubleshooting was performed for cosmetic damage and customer was advised to discontinue use of the device and the insulin pump will be replaced. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was beyond 30% limit. No further patient complications were reported. No product return is required for mmt-7040b. No product return is required for mmt-342g. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The trace and history files were successfully downloaded using thump. The pump was paired with a guardian link 3 (gl3) transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. Programmed the alert before low and suspend on low for 90 mg/dl. Set the glucose simulator to 100 mg/dl and the pump successfully calibrated to the 100 mg/dl test value. Entered a bg value of 88 mg/dl and monitored the pump. The pump alerted suspend before low, alert before low, and alert on low (88 mg/dl, 79 mg/dl, and 74 mg/dl). Finally, the suspend on low alarm activated at 89 mg/dl. Recalibrated the pump bg level to 100 mg/dl and continued to monitor the pump for a day. No unexpected alert or suspend on low alarms occurred. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. Low bg anomaly is not confirmed. The complaint of unexpected insulin delivery suspended (low sg) is not confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.